Event description:
The complainant alleged that while attempting to monitor patient being treated for hypertension, the device displayed dashed lines and a "check electrodes" message of the screen. The complainant indicated they were able to obtain another monitor and there was no adverse effect to the pt as a result of the reported malfunction.